Event description:
The distributor contacted animas on (B)(4) 2013 and reported the up/down/ok keypad buttons were unresponsive. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results:confirmed the keypad is unresponsive to button presses. Keypad cover was removed to check for contamination: none found. Pump was opened to check the keypad flex and connector. Observed the keypad flex connector latch was not closed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.